Event description:
While using arthrex reamer low profile 10mm ref ar-1410lp lot 14922102, inside patient's left knee, the reamer end broke into three pieces, all three pieces removed from knee. Continued and completed with surgery without any other adverse events. Reamer pieces given to nurse manager.